Event description:
Int'l affiliate reports that, pt presented with symptoms of blisters along the suture line between one and three wks post pediatric heart surgery. The liquid inside the blisters cultures negative for bacteria. Complete healing is achieved following air dressing of the wound.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.